Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.